Event description:
Customer reported that the IV set separated at the upper fitment while on a pt who was having a CT. No power injector was used. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.